Event description:
It was reported that the battery failed. Patient involvement is unknown. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.